Event description:
It was reported that the transseptal needle punctured the distal portion of the preface sheath dilator. The customer had re-curved the transseptal needle for the first puncture and no problems were experienced at that time. The sheath and dilator had been used successfully for the first of two transseptal punctures during the procedure. When the second puncture was being readied it was noted that the needle had exited the dilator close to the tip. There was no pt injury reported.

Manufacturer narrative:
(B)(4). The analysis of the returned sample is in progress. This report will be updated upon completion of the investigation.